Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: visual and microscopic examination of the returned device found that the stent was damaged at the proximal end. Struts on the most proximal row were lifted upwards. This type of damage is consistent with the stent meeting resistance upon withdrawal. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The complaint reported that the lesion was located in a saphenous vein graft (svg). The dfu states that ¿the promus premier everolimus-eluting platinum chromium coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease, including patients with acute myocardial infarction and patients with concomitant diabetes mellitus, due to discrete de novo native coronary artery lesions¿. The most probable root cause is user/use error. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. The target lesion was a 70% in-stent restenosis of an unknown stent located in the severely tortuous posterolateral branch (lpl) with a reference vessel diameter of 2.5mm. Intervention was attempted through a saphenous vein graft (svg). After pre-dilation, the lesion was crossed with a non-bsc guidewire and a non-bsc multipurpose guide catheter. A 2.5x12mm promus premier stent was advanced, but failed to cross the lesion. While pulling out the stent, the back end of the stent was damaged. Then balloon angioplasty was performed using a 2.5x12mm balloon catheter. Another 2.5x12mm promus premier stent was advanced, but also failed to cross the lesion. The procedure was completed with plain old balloon angioplasty. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. The target lesion was a 70% in-stent restenosis of an unknown stent located in the severely tortuous posterolateral branch (lpl) with a reference vessel diameter of 2.5mm. Intervention was attempted through a saphenous vein graft (svg). After pre-dilation, the lesion was crossed with a non-bsc guidewire and a non-bsc multipurpose guide catheter. A 2.5x12mm promus premier stent was advanced, but failed to cross the lesion. While pulling out the stent, the back end of the stent was damaged. Then balloon angioplasty was performed using a 2.5x12mm balloon catheter. Another 2.5x12mm promus premier stent was advanced, but also failed to cross the lesion. The procedure was completed with plain old balloon angioplasty. No patient complications were reported and the patient¿s status was fine.